Manufacturer narrative:
An initial review of the user reported event and the device logs indicate a possible fault/error related to an internal valve. This could indicate a leaky valve or possibly water ingress in the valve wiring. Investigation of the physical device is required before a conclusion can be drawn. The unit in question is being sent back to the manufacturer. Investigation of the physical device is required to find root cause. For investigation and repair.

Event description:
User reported that the quantum heater cooler was displaying error code 274. The user dismissed the error and the heater cooler unit continued to work as expected. The user then reported that they were unable to cool to temperatures lower than 30-31°c on the cardio side. Since then the failure has not been able to be replicated.